Manufacturer narrative:
There is no indication that the lens was explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was implanted in the right eye of a (B)(6) male patient. The patient experienced persistent halos preventing him from driving at night. The surgeon saw the patient on (B)(6), and the patient had no improvement in the past 4 months. Reportedly the surgeon was happy with the visual acuity and recommended the patient to try blue light blocker yellow-lens glasses. A follow up visit was scheduled in six month time (around (B)(6) 2017). Visual acuity pre-operative: od 20/40 (B)(6) 2015. Visual acuity post-operative: od 20/25 (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Additional info was received from the doctor. The surgery was on (B)(6) 2016. The serial number is (B)(4). At first visit postop, subjective refraction seemed to be on the myopic side (-1.25) and he was j1 and 20/50 distance. At 6 weeks postop, his vision was 20/40 with significant halos, but he had a lot of pco, (posterior capsule opacification) so a yag capsulotomy was performed. At five months post-op, his uncorrected visual acuity was 20/25. Patient complained that he still had persistent haloes that prevented him from driving at night. He was fine during the daytime. Doctor decided not to schedule his second eye for now and will see him in 6 months. Catalog #: zxr00i0220, serial number: (B)(4), expiration date: 09/22/2020, UDI #:(B)(4). If implanted; give date: (B)(6) 2016, device manufacture date: 09/22/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens remains implanted; therefore, a product investigation was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens was within power specification and the lens met the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. The documentation shows that the production order was manufactured according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbot medical optics has been submitted.